Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the unit had a low energy output. The customer requested that the device be returned for bench repair. Upon evaluation of the device by an authorized bench technician, it was discovered that the unit had a low energy output for which the therapy pca required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all performance assurance testing. Following the repair, the unit was deemed fit for use and the device was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.